Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.